Event description:
It was reported that intraocular lens (iol) was explanted from patient¿s left eye, due to patient being unhappy with lens after two weeks, and requested a standard lens. Additionally, it was noted that patient didn¿t like the way her vision looked. Outcome was significantly interfering with activities of daily life. No incision enlargement or vitrectomy was performed. A second lens was placed during the same procedure. Patient is reported to have recovered. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: additional method code: (B)(4). The returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens optic was cut in two (2) pieces, most probably related to explant process. Visual inspection revealed lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens (iol) because of the presence of diffractive ring pattern on the optic. Lens optic appeared damaged with scratches present. Also, lens was noted to be contaminated with dust particles, which is consistent with the lens being handled out of a sterile environment. Due to the damaged condition of the lens, no further investigation was possible. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted.